Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited intermittent noise; the noise could be reproduced. It was noted that the noise appeared on the lead after the patient had mechanical valve replacement. The lead was capped and replaced during routine device change out procedure. The patient's condition was good prior, during and post procedure.